Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire . The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.